Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the average tortuous and calcified left anterior descending artery (lad). A taxus express2 drug eluting stent (des) was implanted in the lad and crossed to the first diagonal and it was noted that the flow of blood became a little slow. The physician then decided to post dilate the branch side of the lesion with a 1.5x8mm apex flex monorail balloon. The apex balloon was inserted and it was noted that resistance was felt along with a pulling sensation. When the balloon reached the lesion, it ruptured at 12atms on the first inflation. The device was successfully removed and the procedure was completed with this device. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.